Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that whenever the patient pairs the recharger to implant they got a shocking sensation. Also, whenever patient pairs communicator to the implant they get a shock.

Manufacturer narrative:
Continuation of d10: product ID 978a128 (lot: va28pvk); product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the sensation was felt during a recharge session. It was directly against skin. The patient tried layering of clothing and there was no difference. Still shocking sensation. The belt was too big and not used. Issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va28pvk implanted: (B)(6) 2020 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). When asked if the sensation was felt only during a recharge session, they stated that per the patient they felt the shock sensation when they charged and when they connected with communicator. When asked if a layer of clothing was used they noted that this occurred with both a layer and bare skin. Using a layer of clothing or the belt did not resolve the issue. When asked what steps were taken to resolve the issue they stated that none were taken at this time, they were waiting for feed back from the manufacturer. This issue had not yet been resolved. They had consulted with the patient while doctor was present.